Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a hemolysis was discovered during a routine follow up. On (B)(6) 2026, the physician completed pulmonary vein isolation/ posterior wall procedure using a farawave catheter. The posterior veins were ablated and posterior wall for 92 applications. No complications occurred during procedure. However, during routine follow up hemolysis was discovered. The patient was treated with IV fluids and discharged after 10 days recovered. In the physician opinion, the procedure contributed to patient complication with 92 applications, apparently causing insufficient fluids to support kidneys. The patient was hospitalized beyond standard of care and later discharged. The device is not expected to be returned for analysis (disposed).